Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jul-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) ubd: 17-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator and implanted leads were associated with suspected lead migration after two separate incidents in which the patient was jumped on and bumped into hard. After these incidents, the patient reported loss of therapeutic relief, loss of stimulation in the prior locations (back and back of the legs), and pain. Reprogramming was performed, and bilateral leg coverage of the front and inside of the legs and into the buttocks was achieved; however, stimulation coverage could not be achieved in the prior locations. The patient planned to assess whether the new programs helped the pain and to discuss a potential lead revision with the healthcare professional if not. The issue was reported as ongoing, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.